Event description:
It was reported the brakes were not functioning to specification.

Manufacturer narrative:
The brake rod passes through a hole, and when excessive force is placed on the brake pedal, the brake rod wears against the hole. Over time, this may result in an elongated hole which allows for movement of the brake rod, that may result in the brakes not engaging properly.